Event description:
An implant and warranty card was received at manufacturer reporting the patient had their vns lead replaced for high lead impedance. Good faith attempts are being made for additional details surrounding the reported event. The explanted products are at the manufacturer pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.